Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: addr03 ipg, implanted: unknown. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had occasional p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.